Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed evidence that water had entered the device; however, it is unknown whether or not that contributed to the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
It was determined that due to the substantial water damage to the device, physio-control was unable to proceed with the repair. The device was then returned to the customer unrepaired. The cause of the reported issue could not be conclusively determined.